Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after use of the device for a left hand dorsum flap, it was noticed at the point of post op check-up around a week later that the wound site had opened and the suture had broken requiring resuturing of the application site with a competitor product. The patient has since healed on time. The exact date and type of the procedure is unknown however the event took place sometime between (B)(6) 2015 and (B)(6) 2016.